Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that the pump had been implanted approximately 5 years ago. Troubleshooting performed included interrogation of the pump and reprogramming was performed, but the motor stall occurred again. The patient experienced a "little under dosing symptoms". The pump was to be explanted on (B)(6) 2015. The explanted pump was later returned to the manufacture.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a motor feedthru anomaly of shorting across the insulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a manufacturer representative (rep) regarding a patient who was receiving baclofen (2.0 mg/ml) at 0.0120 mg/tag and 0.510 mg/tag via an implantable pump for an unknown indication. On 2015-09-08 an email was received containing logs of a pump currently in safe state and a reset occurred. Per logs, a reset occurred - low battery on (B)(6) 2015 at 13:45, event status cleared on (B)(6) 2015 at 13:49, pump in safe state on (B)(6) 2015 at 13:49, motor stall occurred on (B)(6) 2015 at 13:49, reset occurred on (B)(6) 2015 at 14:14, reset occurred - low battery on (B)(6) 2015 at 14:14, event status cleared on (B)(6) 2015 at 14:32, pump in safe state on (B)(6) 2015 at 14:32, event status cleared on (B)(6) 2015 at 14:32, motor stall recovery occurred (B)(6) 2015 14:32, reset occurred on (B)(6) 2015 at 14:57, reset occurred - low battery on (B)(6) 2015 at 14:57, pump in safe state (B)(6) 2015 at 14:57. A follow-up email received reported pump had been received by a rep and was being sent back for analysis. Additional information has been requested regarding symptoms, troubleshooting, actions/interventions, lot numbers, but it was not available at the time of this report.